Event description:
Report received of an extension set that burst during use with a power injector.the customer reports that the power injector settings were 200 psi with a 2.0 cc/sec flow/duration rate. The typical volume of contrast to be injected had just begun when it was noted by the clinician that the tubing had "burst". The extension set was noted to have "burst" where the tubing had been previously clamped. The injection was then stopped. The extension set was disconnected and a clave male adapter was attached to the IV site. There was no report of the pt experiencing blood loss or bleed back. The pt was re-injected with contrast via the clave adapter and the study was completed without further incident. There was no report of adverse pt effect. Add'l info was requested, but no further info was available.